Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the issue was due to a broken/bad cold solder on the positive terminal of the pump battery.

Event description:
On april 4, 2019, the patient reported that he experienced a "shock" in the location of where the pump was implanted at some point after yoga. The patient stated that the "shock" subsided after about 30 minutes. A follow up with the health care provider on may 7, 2019, could not confirm this issue. It was reported that the patient's pump was unable to communicate with the clinician programmer and patient therapy controller. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the patient's pump was unable to communicate with the clinician programmer and patient therapy controller. The pump was subsequently explanted.